Event description:
New information on (B)(6) 2016, indicated that the patient left the laboratory in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead dislodged. The lead was explanted and replaced. No patient symptoms were reported.